Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed multiple times to address the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 300 mg/dl to the 400 mg/dl range.